Manufacturer narrative:
This report addresses both 3.5mm locking screws.

Event description:
Two 3.5mm locking screws snapped at the head during insertion. The removal of the screws caused a delay in surgery for over 30 minutes.